Manufacturer narrative:
The product was returned and evaluated. Service confirmed the customer's complaint of a black dot on the surface of the tip. The tip passed the flow, leak and thermistor tests. However, the tip failed visual inspection for dents and dielectric breakdown on the tip surface as dialectic breakdown was observed. Functional testing was unable to be performed due to dialectic breakdown on the tip surface. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. As such, this type of defect is designated as a reportable malfunction. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No patient injury occurred. It is unknown how this damage occurred as all treatment tips are visually inspected during manufacturing. No corrective action is necessary at this time.

Event description:
A user facility reported a black burn dot on the surface of a thermage cpt treatment tip during treatment. It is reported that it was found at pulse 274 when the customer was re-inspecting the tip. The tip was immediately replaced, and treatment finished with a new one. No injury was reported to the patient.